Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt like they were shaking the night before the report when they were sleeping. The patient noted they were sleeping or in some kind of state, and then the day of the call they had been having to urinate every 10 to 15 minutes. The patient also reported they were seeing a low ins icon, which made sense since the device was 7 years old. It was reviewed that it could possibly account for the loss of therapy. Syncing with the ins showed stimulation was on at 2.4v on program 2. The patient stated they were normally on program 3 or 4, so they moved to program 4 at 0.1v and raised to 0.4v where they felt stimulation. The patient was advised to try that setting to see if it helped their symptoms, and to follow up with their healthcare provider. No further complications were reported.